Event description:
It was reported that 212 days after a coronary artery drug eluting stenting procedure the patient experienced a target vessel reintervention (tvr). Lesion 1 was a 2.5mm 75% stenosed portion of the mid left anterior descending (mid lad). The physician treated the lesion with direct stenting successfully placing a taxus express2 otw 8.8% 2.5x12mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm 90% stenosed portion of the proximal circumflex (prox. Cx) the physician treated the lesion with predilation successfully placing a taxus express2 otw 8.8% 3.5x16mm drug eluting stent in the target lesion. There were no complications . The patient was discharged 2 days after the procedure on plavix and aspirin. 212 days after the initial procedure, the patient required tvr. The physician successfully placed a j&j cordis cypher drug eluting stent in the mid lad. In the opinion of the physician the relationship of the tvr to the taxus express2 stent is unknown.